Manufacturer narrative:
Per the instructions for use (IFU), valve migration and paravalvular regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, incomplete frame expansion and placement in a non-circular annulus. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapiens3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the deployment of a round thv in a mitral ring may have contributed to the valve migration and subsequent pvl.

Event description:
As reported by the european edwards affiliate, three months post transeptal valve in ring procedure (29mm sapien 3 in a non-edwards mitral valve ring), severe paravalvular regurgitation was now noted and the valve had migrated towards the atrium. An amplatzer vascular plug was placed to fix the paravalvular leak. As the 6f catheter was introduced between the valve and the ring in the location of the pvl, the sapien 3 valve appeared to move to a non-coaxial position. Nevertheless, the case was moderately successful with a modest reduction of the paravalvular leak. Additional case information was requested but was not forthcoming. .